Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6)/(B)(6). Batch: 21019324/21019324. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 19872260.

Event description:
It was reported that the patient was experiencing discomfort on the implantable pulse generator (ipg) site. It was also stated that the ipg does tip outward, and the leads had high impedances. The patient underwent a revision procedure wherein all devices were replaced. The explanted devices were discarded by the medical facility.